Event description:
It was reported that a user experienced ilet control issues due to continuous glucose monitoring configuration errors, including using a dexcom g6 while the ilet was set to g7 and the cgm not being paired, with the user later recognizing that no sensor was on the body; the user paused pump therapy for about a week and planned to resume backup therapy and follow up with a clinician. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on proper cgm selection and pairing. Investigation of this case revealed incorrect pairing and device setup leading to the cgm not being paired, resulting in no insulin delivery when the system lacked sensor input. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.